Event description:
It was reported that the pump was explanted due to skin erosion at the pump pocket site. The pump was not replaced. The pump contained lioresal. Per the reporter, there was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.